Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 f 2. Ref MFR report: 1627487-2014-00441. It was reported the pt is without stimulation. A diagnostic test found low impedance readings for several lead contacts. Efforts to recapture stimulation via reprogramming were unsuccessful. X-rays have been ordered for further interrogation. Surgical intervention is being considered as a means to address this issue.